Manufacturer narrative:
Device evaluation anticipated, but has not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
It was reported by hvt sales representative that a 7000tfx, 29mm valve was explanted at implant due to inter op-echo showed moderate to severe regurgitation. There is no operative report or inter-op echo available.the device is available and will be returned by the sales representative. On 05/20/10, call from sales representative with additional information indicating that there is an indentation on the leaflets of the valve. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: as received, the valve coaptation region was covered by what may possibly be a thin film of dried blood. The material was removed with forceps and a dental probe to expose the free margins and parts of the cusp areas of all three leaflets. Indentations in the free margins of leaflet 1 and 2 at commissure 2 are detected. A crease is noted in leaflet 2. Faint suture track was detected at the free margins of leaflet 2. Such characteristics are typical to those made by a suture loop. No other inconsistencies detected or in the x-ray. (Model# 7000)

Event description:
The lay user/patient contacted lifescan alleging the battery contact in the meter has corrosion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.